Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of the insulin pump are hard to press and stick. Customer's blood glucose level was 265 mg/dl at the time of the incident. The customer also reported a kink in the infusion set. Troubleshooting was provided for the keypad issue. The customer reported that the buttons were not responding anymore. The insulin pump will return for analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, and self tests. All buttons were tested while navigating the menus, and they all worked properly. (B)(4).